Manufacturer narrative:
D6b - date of explant: corrected. Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed thrombosis. Although a specific cause for the observed deposition could not be conclusively determined, the deposition could have contributed to the decrease in flow seen in the submitted log files. Additionally, a direct correlation between the evaluation of (B)(6), and the reported events cannot be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The distal end of the pump cable and the modular cable were not returned for evaluation. The sealed outflow graft, and outflow graft bend relief were returned properly attached to the pump outflow. The apical cuff was returned properly engaged with the cuff lock. The pump appeared to have been exposed to a fixative prior to returning to abbott. Upon disassembly of the returned pump, visual inspection of the distal end of the inflow cannula revealed a tissue-like deposition that appeared to have developed over an undetermined period of time during support. Although a specific cause for the observed deposition could not be conclusively determined, the deposition was obstructing a significant portion of the blood flow path and could have contributed to the lower flow values captured in the submitted log files. Examination of the remaining blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and cardiac arrythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism and arrhythmia as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had ongoing issues with fluid retention and volume overload. Their speed was increased from 6000 rpm to 6200 rpm during a right heart catheterization (rhc) on (B)(6)2024. On (B)(6)2024 the patient began to experience worsening shortness of breath and their flow was noted to have dropped from their baseline of 5 lpm to 3.5 lpm without any notable changes in pulsatility index (pi) or power. Log files captured a few low power advisory alarms due to battery depletion on (B)(6) 2024. Log files also captured a double power cable disconnect and no external power during a power change on (B)(6)2024 at 14:58. It was further communicated on (B)(6)2024 that the patient experienced a ventricular tachycardia (vt) / ventricular fibrillation (vf) arrest overnight from (B)(6)2024. Return of spontaneous circulation (rosc) was obtained after several round of defibrillations and cardiopulmonary resuscitation (CPR), and the patient was cannulated for venoarterial extracorporeal membrane oxygenation (va-ECMO) due to continued rhythm issues. Their left ventricular assist device (lvad) was essentially working as a left ventricle (lv) vent with ongoing low flow alarms (lfa) and flows dropping to 0, presumed to be due to lv suction. The patient was currently undergoing emergent workup for total artificial heart (tah) / transplant. Log file review was requested, and a set speed change from 6600rpm to 8100rpm was noted on (B)(6)2024 at 08:26. The event log file captured lfas on (B)(6)2024 and momentary low flow estimates. The estimated flows were averaging from 0 to 2.4 lpm and pi was averaging from 1.8 to 4.7 during these events. It was noted that low flow software was installed at bedside in both the primary and backup system controllers. The patient was currently on ECMO awaiting decision. It was further communicated that on (B)(6)2024, the patient ultimately underwent heart transplant. The pump was excised, and it was stated on the inflow cannula there appeared to be biological tissue. The pump was shipped on (B)(6)2024 to return for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient's transplant was emergent. The patient remained critically ill on extracorporeal membrane oxygenation (ECMO).